Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation.

Event description:
Patient reported a right side rupture and ¿severe migrating pains all over the body involving different tissues.¿ patient additionally reported ¿has been sick for years, last two years health has really deteriorated with a lot of diagnoses, ulcer, has multiple types of different issues, diagnosed with fibromyalgia, odd nonspecific symptoms, fatigue, poor sleep efficiency of unknown etiology, mild nonspecific chronic cough, night sweats, severe chronic inflammatory process, severe high altitude sickness, different rashes, painful non healing ulcer, developed severe gi problems, + igg titers of toxoplasmosis, minimal breast discomfort,¿ and "leak of the second is found during the procedure of removing the leaking implant¿; these events are not device-related. Device remains implanted.